Event description:
It was reported that a confirmed motor stall was noted in event logs with no motor stall recovery recorded. The pt had an MRI approx 2 weeks ago, but the motor stall occurred in 2009. The patient had indicated to the reporter that they were not doing anything out of the ordinary when they heard their pump alarm on that date. No pt therapy problem was reported initially. The pump was updated twice; no recovery was noted upon update. It was later noted that the pump motor stall recovered 2 days later. It was later reported that the pt had seizures and "withdrawal from baclofen." The pump was explanted and replaced about 3 days later. The pump contained compounded baclofen 2000 mcg/ml at a dose of 950 mcg/day and clonidine 50 mcg/ml at a dose of 23.75 mcg/day. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.